Manufacturer narrative:
Date sent to the FDA: 9/30/2021.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2018 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2019 during which the surgeon noted adhesions and a recurrent hernia. The mesh had separated from the fascia. It was reported that the patient experienced severe pain, constant pain, a bulging abdomen, lower extremity swelling, sexual dysfunction, and intestinal blockage. No additional information was provided.